Manufacturer narrative:
Additional information: blocks a3 and e1: initial reporter first name have been updated based on the additional information received from the customer. Block e1: initial reporter address 1 (B)(6). Block h6: device code a0510 captures the reportable event of retraction problem. A visual examination of the returned capio slim device revealed that 10 riveting pins were in place. There were no issues noted with the catch and carrier, handle and distal end. A functional analysis was also performed using a suture dart for testing (no deployment suture was returned) and was repeated three times. The functional analysis revealed that the suture dart was loaded into the carrier and was properly positioned in the carrier. The tip of the dart did not protrude from the capio device tip. The suture was gently pulling down and was held firmly in place. The plunger was fully depressed in one continuous motion, and the dart penetrated into the cage without any issues. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the analysis of the returned device, the alleged complaint of carrier retraction problem could not be confirmed as no issues were noted with the device testing during device analysis. Therefore, the investigation concluded that the most probable cause for this event is no problem detected.

Event description:
It was reported to boston scientific corporation that a capio slim device was opened and tested during a sacrospinous colpopexy procedure performed on december 18, 2020. According to the complainant, the capio carrier failed to retract by itself outside the patient. Several tests were performed but the device still failed to retract. The procedure was completed with another capio slim device. There were no patient complications reported as a result of the event. The condition of the patient following procedure was stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was opened and tested during a sacrospinous colpopexy procedure performed on (B)(6) 2020. According to the complainant, the capio carrier failed to retract by itself outside the patient. Several tests were performed but the device still failed to retract. The procedure was completed with another capio slim device. There were no patient complications reported as a result of the event. The condition of the patient following procedure was stable.